Event description:
Caller reported that the t:slim x2 pump's battery was not charging and the screen was dark. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.